Event description:
The rptr stated that the biopatch was placed on a broviac line on (B)(6) 2010, and four days later, the pt complained of pain at the site. The dressing was removed and the site was pink and greenish white. No cultures were performed of the site and two days later, the line was removed due to leaking. Chlorprop was used to cleanse the skin. It was allowed to dry and tegaderm was placed over the dressing. The pt is on the waiting list for a heart transplant and this was the first time biopatch was used on the pt. The central line was used for infusion of heparin and milrinone.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.